Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party administration of glucose gel and cup of tea with sugar for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party administration of glucose gel and cup of tea with sugar for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Performed a visual inspection on the sensor plug assembly and not no failure modes were observed. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with the system error. Visual inspection was performed on the returned sensor plug and no failure modes were observed. An extended investigator was also performed. Visual inspection was performed on the returned sensor, no damage was observed. The sensor data was analyzed, and it revealed cyclic redundancy check (crc) error has been caused by memory corruption in the ferromagnetic random access memory (fram) section of the application specific integrated chip (asic) this issue is confirmed due to memory corruption.all pertinent information available to abbott diabetes care has been submitted.